Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No number ramping up was noted. The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, no delivery and prime tests.

Event description:
The customer reported unresponsive buttons and numbers ramping up on the screen with no buttons being pressed. The customer was calling from the hospital with a blood glucose reading of 428 mg/dl, and was there for a possible foot amputation. Advised that the insulin pump would be replaced. Nothing further was reported.